Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract. This occurred 10+ times. No serious injury or medical intervention was reported.

Manufacturer narrative:
During DHR review all challenge, set-up, and in process samples were performed per quality control plan and all passed per specifications. There were no indications of the reported defect, as there were no reject activity findings throughout the build of this lot that would impact the quality of the product. No units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract. This occurred 10+ times. No serious injury or medical intervention was reported.